Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Approximate age of device ¿ 9 months. The pump was not returned for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
Additional information was received from the (B)(6) registry stating: low flow. The additional information also indicated that the patient experienced a thrombus event. The signs or symptoms of the thrombus event were stroke and abnormal pump parameters. It also indicated that the patient expired on (B)(6) 2014 due to a major infection.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2014, due to a stroke. The patient presented to the hospital septic and with pump low flow alarms, an elevated white blood cell count (40,000 cells/mm3) and an increased creatinine level. The patient experienced the stroke after his arrival. The system controller reportedly sounded low flow alarms from the time of his admission until he expired.